Manufacturer narrative:
Examination of the electronic data files from the AED reveals one power on event on (B)(6) 2017, lasting approximately 100 seconds in duration. In this record, there is no indication of the pads ever being applied to the patient. It appears that the pads were indeed plugged into the unit, as the history file does not show any "no pad" statuses, on or around the time of the event. It is possible that the pads were expired, especially if they were the original pads that came with the unit when shipped in 2009, as the rescue pads have a shelf-life of 2 years. If the pads had been sitting for approximately 8 years, since 2009, it is possible that the self-adhesive would no longer adhere to the patient and/or the conductive gel would have dried out, prohibiting the AED from providing effective analysis and causing the repetitive "apply pads" message that the user reported. Review of the electronic data files from the AED could not conclusively determine whether the problems reported were due to expired pads and the exact cause of this event could not be determined. We have requested the customer return the AED and battery pack associated with this event so that they may be evaluated and tested. To date, the AED and battery pack have not been returned. Should additional information become available, a follow-up MDR will be submitted.

Event description:
On april 7, 2017 a distributor reported that an emt deployed an AED on a male patient and the AED would only prompt "apply pads" even though the pads were applied to the patient. The distributor reported that the user continued the rescue with another AED. The distributor further reported that the pads used during the rescue attempt were discarded and that they may have been expired.